Event description:
The advocate stated at approximately 10:00am her grandson was not feeling well, so ran a blood glucose test on the contour next link. The reading was 160mg/dl. At approximately 2:00pm he was taken to the doctor where his blood glucose reading was 610mg/dl. He was admitted to the hospital and was given IV fluids with insulin drip. While in the hospital his reading on his meter was 160mg/dl and the hospital system read approximately 423mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. A new meter and test strips were sent to the customer.